Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: what were the indications for surgery? Were there any issues experienced with the device in the initial surgical procedure? No did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes what confirmation was received that the device completed the firing sequence? Green checkmark was visible was the green checkmark visible at the end of the firing? Yes were any hemostasis issues identified intraoperatively? No. If so, how were they addressed? How was the post-op bleeding identified? How was the bleeding addressed? Were blood products administered? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and anatomic location along the anastomosis. Staple formation looked good when fired, two healthy donuts (thick). Was the patient anti-coagulated, as per protocol? Yes what is the current status of the patient?

Manufacturer narrative:
(B)(4). Date of event: month and day unknown. Only year (2019) is known. Medical device: batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Were there any issues experienced with the device in the initial surgical procedure? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? Were any hemostasis issues identified intraoperatively? If so, how were they addressed? How was the post-op bleeding identified? How was the bleeding addressed? Were blood products administered? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and anatomic location along the anastomosis. Was the patient anti-coagulated, as per protocol? What is the current status of the patient?

Event description:
It was reported that post op of a colectomy, the surgeon stated she had dialed the dial all of the way down (where staples are the tightest), waited 15 seconds prior to firing. The bleeding started a day and a half after surgery. Patient lost five units of blood. She said it eventually stopped. The leak test was performed intra-operatively (looked good) as well as anastomosis test (with green dye). Both passed and no leaks were found.